Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: the patient was preoperatively diagnosed with lateral recessed stenosis l5-s1 with central spinal stenosis l4-5 and severe degenerative disk disease changes and underwent the following procedure: l4-5 laminectomy, bilateral lateral transverse process fusion with local bone graft and allograft, l4-5 tlif with carbon fiber leopard cage and allograft. L4-5 pedicle screw instrumentation. L4-s1 laminectomy, partial medial facetectomy on the left. On (B)(6) 2008: the patient was preoperatively diagnosed with lumbar radiculopathy l5 distribution from previous l4-5 instrumentation and underwent the following procedure: hardware removal and augmentation with bmp. As per the op notes: ¿we examined the l5 pedicle on the left, which was noted to be fractured. The instrumentation was removed. We could not replace the hardware because of the very small pedicle she had. It consequently was elected to just remove the hardware and rely on the pedicle screw instrumentation on the right side. A small bmp was opened. The package was then placed in the l4-5 interspace to the left of the previous cage. It had been soaked on the sponge for 20 minutes prior to insertion.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.